Event description:
The customer reported to (B) (4) customer service a pump with failure code 814:09 on channel a. It is unknown when this event occurred. There was no reported patient injury or medical intervention. No additional information is available. The software (B) (4) and will be categorized as unremediated.

Event description:
It was reported that during a gastrectomy procedure, the device would not staple and would not cut. After loading the first cartridge, the stapler did not cut nor staple upon the first firing. After trying to use unsuccessfully the manual firing button, the surgeon could reopen the jaws with a forceps. He tried to reload the cartridge and to fire again the same stapler but the issue occurred again. Finally, the cartridge was loaded on a new device which worked properly. There were no adverse consequences for the patient. Additional information has been requested, no response has been received to date.

Event description:
A baxter service technician reported finding a colleague infusion pump with all keys working intermittently on the channel c pumphead module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device is an unremediated pump with a user interface module software (B) (4).

Manufacturer narrative:
(B) (4): reported malfunction was discovered by a baxter service technician incorrect malfunction and assignable cause given on initial medwatch. Evaluation summary: during evaluation on a colleage infusion pump, a baxter technician discovered and confirmed all keys working intermittently on the channel c pumphead module keypad. The channel c pumphead module keypad was replaced to correct this condition.

Manufacturer narrative:
(B) (4) the customer reported problem was confirmed due to a faulty pump head module (phm). The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)